Event description:
According to the reporter: occurred during a laparoscopic low anterior resectioning. While resecting the colon, the proximal staple line had poor staple formation. The staples were not b-shaped. The staple line was incomplete at the proximal end. To fix the incomplete staple line, the reload was removed and another one was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.